Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The facility name and address were not available at the time of filing. If additional relevant information is received, a supplemental MDR will be filed. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Voluntary user medwatch number is (B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx mesh was used during a procedure performed on (B)(6) 2007. There were no complications reported immediately at the conclusion of the procedure. According to the complainant, one month after the implantation, the mesh did not stay where it was placed and perforated her vagina. A part of the mesh that was causing the perforation was removed by the physician on an unknown date and the patient was okay for a couple of years. The patient underwent another explantation of the remaining mesh because it perforated her vagina again and was almost through her urethra. It embedded into her muscles and was causing nerve pain, difficulty in walking, pain during and after sex, and pain when sleeping. The patient was also unable to do exercises and other activities. She also suffered from incontinence due to the trauma. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted